Event description:
The customer reported the internal paddles failed the self test.

Manufacturer narrative:
The customer reported the internal paddles failed the self test. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.